Event description:
A patient in a foreign country had his/her blood glucose tested at the hospital using a contour ts meter and a hitachi lab instrument. The patient was diabetic and had been fasting. The contour ts read 154 mg/dl, while the hitachi reading was 79 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meters are to be returned for evaluation. Replacement products were sent to the hospital.